Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected charge, battery lasts less than expected anomaly noted during testing. However format history file analysis confirmed hardware low level failure due to poor solder joints at ambient light sensor on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. Customer reported that the insulin pump¿s history had replace battery alarm with low battery alarm. Customer reported that the battery cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.